Event description:
A customer reported an alarm issue with the adc device (with use with galaxy a33 5g, os 13). The customer reported that the low glucose alarm failed to sound, and the customer experienced lethargy, dizziness, and seizure. However, the customer reported being able to self-treat with juice and sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the samsung galaxy a33 5g smart device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully receive high and low glucose alarms on a samsung galaxy s20 fe 5g (android 13, 2.8.4.9335) using a known good libre 2 sensor and unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device (with use with galaxy a33 5g, os 13). The customer reported that the low glucose alarm failed to sound, and the customer experienced lethargy, dizziness, and seizure. However, the customer reported being able to self-treat with juice and sugar. There was no report of death or permanent injury associated with this event.